Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced high blood glucose from 500 mg/dl to 600 mg/dl, due to an intestinal infection. She wished to increase her temporary basal on the insulin pump to 120 percent. The customer declined to troubleshoot for high blood glucose. Nothing further was reported.